Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level and the reservoir was coming out. The customer¿s blood glucose level was over 400 mg/dl and 500 mg/dl. The customer reported that the piece was missing from reservoir compartment and it was not holding in place. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. The device had minor scratched lcd window, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address, serial number label, stained end cap sticker and scratched keypad overlay.